Event description:
On (B)(4) 2013, the distributor contacted animas, alleging that the display screen was dim/difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display was found to be dim and the lettering had a red hue. The pump contrast was set to maximum but the display did not improve. The display screen was replaced with a test screen and the display returned to normal.